Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was insulin inside the case when the user changed the cartridge. Reportedly, this occurred two times. The user believes that insulin was leaking; however, the exact location was unknown. The user's blood glucose (bg) level was as high as 600 mg/dl with large ketones. The user addressed bg level with a bolus and flushed the ketones with water. The user successfully loaded a new cartridge.